Event description:
A malfunction alarm was reported, identified as malfunction code 0, which was resolved without any adverse impact to the customer¿s blood glucose level. Tandem technical support provided information on how to reset the pump and assisted the customer with the procedure. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if any further issues arose.